Event description:
It was reported that this lead was part of a system revision due to dehiscence and infection. The patient was given antibiotics and had wound vacuum procedure. There were no additional adverse patient effects reported. The lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.